Event description:
A malfunction was reported on a customer's pump, leading to a spike in blood glucose levels exceeding 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via manual injection methods and did not need external assistance beyond routine support. Technical support provided information to reset the pump, which the customer successfully did, as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.